Event description:
The machine generated the "blood pump" malfunction alarm and the content of the hf1000 filter was not returned resulting in a blood loss of approximately 165 ml. After the blood loss event, the patient's blood pressure decreased and the IV pressor drug was adjusted. Her blood pressure responded appropriately. The patient did not exhibit any other symptoms associated with the blood loss. Later that day, the patient was transfused with packed red blood cells in order to replace the blood volume lost.

Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The lot number was not provided therefore no device history record review was performed. The device was used off label. The patient was a (B)(6) year old child weighing (B)(6) kgs. Instructions for use advises that the prismaflex hf1000 set should be restricted to patients with a body weight greater than 30kg.